Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the latch tab was broken off of the power cord bay door, there were three missing hinge plate screws, the fan was noisy, the display screen dropped down, various case parts were damaged and that it failed three utem calibration tests on the vxi tester. All found defective parts were replaced and the analyzer circuit flex tape was replaced to resolve the failed tests. Concomitant medical products: product ID; 229047, software analyzer. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.